Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence, via x-ray, provided from the field of an ar-1927bcf-45, with batch number 15400025, revealed that the device was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the screw during insertion. Per dfu-0087-eo revision 4: pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Event description:
On 19th september 2025, it was reported by a distributor via email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire®, the surgeon was about to insert the anchors into the bone, and both of them broke. This was detected during use in a rc repair procedure on (B)(6) 2025. The procedure was completed successfully as another suture anchor was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.